Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 9th of march 2024 an 7th of september 2024 recorded a stable pacing impedance of 450 ohms and a stable shock impedance of 45 ohms. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
We received by hmsc recording report of non-sustained tachycardia. The recording revealed presence of non-physiological signals on the intracardiac ventricular electrogram. The patient was invited for in office fu. At the clinic we did provocation test where oversensing and pacing inhibition was seen. The patient reported feeling of dizziness. The patient reported that he has started to feel dizziness a few days after the device replacement and it is worsened when he lifts his left hand. It was suspected that the lead was damaged at the device replacement procedure. The device was reprogramed and this lead remains implanted.